Event description:
The suspect device result was 581 mg/dl on a pt. A lab was drawn and the lab value was 178 mg/dl. Controls were in range. The device was replaced and requested to be returned for evaluation.